Event description:
On (B)(6)2015 dexcom technical support was made aware of a patient death that occurred on (B)(6)2015. A friend of the patient's mother reported that the patient experienced inaccurate blood glucose values; the cgm device was reading 80mg/dl but the patient's blood glucose level was reportedly much lower than this. It was further stated that the patient was treated with glucagon but the medication did not reach the patient in time and the patient passed away. It remains unknown to dexcom whether the official cause of death was determined to be hypoglycemia. No additional patient or event information was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and death.